Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was coming off. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeling downstream occlusion (dso) seal. The reported problem was verified and duplicated. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.